Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 90-99% stenosed lesion being treated was located in the calcified mid left anterior descending (lad) artery. Ivus was performed. The lesion was not predilated. The physician attempted to place the 2.75x32 veriflex stent, but was unable to cross the lesion. The physician attempted to remove the veriflex stent and the edge of the stent became stuck on the guide catheter. The stent dislodged from the stent delivery system in the left main artery. The stent was able to be removed with a snare. The procedure was scheduled to completed on another day. Patient's status reported as "stable".

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. The patient previously had a device explanted; however, it was determined to be not reportable, as it is not commercially available in the united states. The patient also had another device implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.